Manufacturer narrative:
The initial report was reported in 2015 via (B)(4). Biotronik no longer participates in (B)(4).

Event description:
The patients ICD eroded through the skin which caused an infection. The ICD was removed after attempts to reposition it. The patient was referred to an ep to have the leads removed at a later date. This lead was removed on (B)(6) 2015.